Event description:
A pt with right leg dvt had a filter placed and the guidewire used for procedure was not wire supplied in kit. Pt's vein was perforated by dilator during procedure. Reportedly perforation occurred because the wire used for procedure was too flimsy. Perforation resulted in a hematoma and pt was monitored. Co was informed a filter was placed at that time in right iliac vein inadvertently and a second filter was placed one and a half weeks later. Presently pt's condition is good. Co is attempting to obtain further info regarding circumstances surrounding this event. Specifically when perforation was noted, before or after inadvertent right iliac vein filter deployment, and was pt hospitalized for monitoring. Should further info become available, a supplemental medwatch will be forwarded under appropriate sequence number. Co's direction for use state: ":after a vena cavogram has been performed, appropriate sheath/dilator set is introduced over included .035" guidewire. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".